Event description:
Customer reported the a5 anesthesia delivery system displayed an inaccurate (low) o2 and co2 readings during a case, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
The customer's contracted biomedical engineering evaluated the a5 system and confirmed the low gas readings. An issue was identified with a cracked tubing that was leaking while being used to absorb water and to alleviate moisture. The tubing was replaced and problem was resolved.